Manufacturer narrative:
All of the buttons are functioning properly; no damage was found on the keypad assembly noted and inspected the lcd connector and no unlocked connector noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's up and down arrow buttons were unresponsive. The screen was also scratched. The scratches made it difficult for the customer to read the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.